Event description:
It was reported from (B)(6) that during routine maintenance/testing, it was observed that the motor device had ¿no blocks in safe¿. It was further reported that the handpiece lock was engaged on the device. During in-house engineering evaluation, it was observed that the vanes in the motor were broken and therefore, the device had no rotation. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further follow-up with the reporter, additional information was provided. The previous report stated the date of report was feb 12, 2015 and date received by manufacturer was feb 24, 2015. However, during follow-up with the reporter, it was reported that the exact date of report and date received by manufacturer was unknown. However, the reporter stated that the awareness date occurred during the month of (B)(6), 2015. Therefore, the correct date of report and date received by manufacturer have been updated to jan 1, 2015. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the observed that the vanes in the motor were broken because they were worn out, which prevented the rotation of the motor. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.